Event description:
Avid medical is the manufacturer of a custom procedure tray that contains a warmer drape part # OEM-ors-100n manufactured by ecolab. Avid medical received a complaint on (B)(4) 2015 originated by (B)(6), stating that they found pin holes in their fluid warmer drapes and that one drape was used on a patient. (B)(6) was not sure how many drapes had holes. Avid medical and ecolab were both notified of this complaint on (b(4) 2015 by the originator (B)(6). Avid medical issued formal complaint (B)(4) to ecolab on (B)(4) 2015 for pin holes in warmer drape part #OEM-ors-100n, lot # d152251a. No further information on the patient is available.